Manufacturer narrative:
New information was received on 2025-12-29 that the customer changed to a rotaflow device, as he has only one cardiohelp. Further the customer does not want to share the patient data as it is not relevant to the issue, as the patient was not connected to one of the sets. Both sets were primed on 2025-12-02. Both reported sets have the same lot number. The affected cardiohelp device will be investigated under (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
The event occurred in USA during priming. It was reported that the pressures were zeroed while the set was dry. After the set was filled with fluid and rpm turned up to 3000 the arterial and internal pressure reading were negative and the venous pressure positive. Another hls set was used which did not solved the reported failure. A rotaflow was used instead. No harm to any person has been reported. New information was received on (B)(6) 2025 that the customer changed to a rotaflow device, as he has only one cardiohelp. Further the customer does not want to share the patient data as it is not relevant to the issue, as the patient was not connected to one of the sets. Both sets were primed on (B)(6) 2025. Both reported sets have the same lot number. The affected cardiohelp device will be investigated under complaint# (B)(4). As a pressure reading issue occurred, which can cause a pump stop if the intervention is set by the user, a report is required. The affected two products were investigated in the getinge laboratory on 2026-03-03 with following conclusion: the reported failure could not be confirmed. During visual inspection no abnormalities were found. The hls sets functioned as expected. The failure could additionally not reproduced on the cardiohelp device. Nevertheless, as a precaution the sensor panel was replaced. According to the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 preparation and installation ¿carry out the calibration for each pressure parameter of the integrated sensors. To do this, the system must be free of liquids. For this reason, carry out the calibration before priming the set.¿ the production records of the affected product were reviewed on 2026-03-04. According to the final test results, the products passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "pressure reading issue" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4)

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is (B)(4). The UDI of the second used set is unknown at this time.

Event description:
The event occurred in USA during priming. It was reported that the pressures were zeroed while the set was dry. After the set was filled with fluid and rpm turned up to 3000 the arterial and internal pressure reading were negative and the venous pressure positive. Another hls set was used which did not solved the reported failure. A rotaflow was used instead. No harm to any person has been reported. As a pressure reading issue occurred, which can cause a pump stop if the intervention is set by the user, a report is required. Complaint ID# (B)(4).